Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that the entire system was removed because it had an issue. No patient complications were reported as a result of this event.